Manufacturer narrative:
(B)(4) - implanted device remains.

Event description:
Per the clinic, the patient was given sedation on (B)(6) 2013, to facilitate with neural response telemetry testing. The implanted device remains.